Manufacturer narrative:
No patient injury reported. Spacelabs tech support analysis of the error log and diagnostics suggest that there are no power loss events or battery issues that had occurred. Biomed was informed of the findings and advice to send back the unit for repair. The hospital has the device in service in location. The patient was moved to a spare portable monitor. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report that on "(B)(6) 2020 "that on (B)(6) 2020 biomed reports that users report qube monitor power cycled while in use. No injury was reported as a result of this event.